Manufacturer narrative:
H10: the device was not returned for the reported malfunction. One electronic photo was returned for evaluation. A lot history review was no performed, as the lot number was not provided. The evaluation was inconclusive for the reported defective component due to the lack of objective evidence of a deficiency with the in-growth cuff. A definitive root cause could not be determined. The device is labeled for single use. H10: g4 h11: h6(results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0805915 chronic catheter allegedly experienced a defective component. This information was received from one source. One patient was involved and there was no reported patient injury. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
The sample was not returned, however a photo was provided for review. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0805915 chronic catheter allegedly experienced a defective component. This information was received from one source. One patient was involved and there was no reported patient injury. The patient's age, weight, and gender were not provided.